Manufacturer narrative:
The investigation determined that lower and higher than expected vitros carbamazepine (crbm) results were obtained from a single level of non-vitros biorad liquid assayed multiqual quality control using vitros chemistry products crbm slides lot 3916-0125-1834 on a vitros 5600 integrated system. The assignable cause of the event is an instrument related issue. A review of historical quality control results for vitros crbm slide lot 3916-0125-1834 indicated that the biorad level 3 qc results were accurate but imprecise leading up to the day of the event. Two vitros crbm precision studies failed prior to the ortho field engineers final service actions performed on 10 november 2024. All service actions performed by the ortho field engineer included replacing the immunowash fluid (iwf) pump and tubing, iwf carrier assembly, insert blade, reflectometer, main reflectometer housing, reflectometer lamp and fan, and filter wheel assembly; and performing all appropriate adjustments. Following these service actions and a recalibration event, quality control results returned to expectations and an acceptable post-service crbm precision study was observed.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower and higher than expected vitros carbamazepine (crbm) results were obtained from a single level of non-vitros biorad liquid assayed multiqual quality control using vitros chemistry products crbm slides lot 3916-0125-1834 on a vitros 5600 integrated system. Vitros biorad level 3 qc crbm results of 7.61 and 16.57 ug/ml versus the customer's level 3 baseline mean value of 12.1 ug/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower and higher than expected vitros crbm results were obtained when processing a non-patient quality control fluid. No results were reported out of the laboratory. There were no reported allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 608311.